Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 373 mg/dl. The patient was dehydrated and vomiting. The patient was then admitted to the intensive care unit (ICU). For treatment, the patient was put on intravenous (IV)'s for potassium and magnesium and given diagnostic tests. The patient was given compazine for nausea. The cannula was bent, while wearing the pod between 36 and 48 hours on the arm. The patient is still in the hospital.